Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
It was reported that a primary surgery took place (B)(6) 2010. Date of implant is unknown. Manufacturer of devices is unknown at this time. Six months later it was noticed via x-ray that the screws broke apart. Quantity of broken screws is unknown. In (B)(6) 2011, the broken screws were removed and the reported variax plate and screws were implanted. Patient's husband called stryker stating that his wife has a variax plate and screws in her right ankle that is in need of revision due to pain. Plate and screws were implanted at grant hospital in columbus ohio. Husband stated that surgeon will not/cannot revise because surgeon stated they do not have the proper screwdriver to extract the screw from his wife.